Event description:
It was reported by service report that error code 301 was showing on the footboard for the siderail ibed awareness. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: limit switch.